Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify low battery, unexpected power loss alarm due to critical pump error (open book image) alarm. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump got replace battery alarm. Customer reported that insulin pump alerted with low battery prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.